Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
We checked the returned unit and confirmed that the angulation-up stuck in j position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation-up. In addition, we confirmed that the r/l lock knob hard to move, the u/d lock lever hard to move, the angle wire grinding, the angulation-down stuck in l position, the angulation-left stuck in l position, and the angulation-right stuck in l position; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.